Event description:
The following has been reported: biomed reported pump problem alarm, pins/sensor were cleaned. No patient harm. A review of the logs has allowed fresenius kabi engineering to review and identify the following issue: pneumatic valve leak and actuation failures (valve 1). Reporting due to referenced issue. No adverse effects were reported. The device was received back for investigation. Opened pump and ran basic hardware check which yielded a positive tank failure. Ran test again to confirm positive tank failure. Ran check again while clamping tubing which also yielded a failure. Noticed that one of the screws holding tank to manifold was not flush with tank while the rest were. An additional washer was added to ensure a proper seal. In addition, the o-rings of the manifold were removed and inspected. The o-rings were cleaned and put back. The basic hardware check failed again. Attempted basic hardware check with known good tank and it failed. Noticed the pneumatic valve electrical connector was broken on one side as well. Valves 1 and 2 were removed, inspected for debris, cleaned, and reseated. Basic hardware check yielded a positive valve actuation fault. The screws holding valve 2 were tightened, and the basic hardware check passed twice in a row. Tank was replaced with original, and an additional washer was used, and basic hardware check passed right under the threshold twice and ultimately failed a 3rd time. Concluded that debris in valve 2, which was removed, and the tank were causing failure. Recommend replacing the tank but no need to replace valve 2 as the debris was removed. Fresenius kabi has performed a retrospective review of complaints associated with this failure mode and has decided to submit an MDR submission as a conservative measure.